Manufacturer narrative:
One device was received for evaluation. The device's event history log was reviewed for evidence of the reported problem and found a record of a ?cassette detached' alarm. The device was powered up to perform functional testing. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown., corrected data: health effects corrected.

Event description:
It was reported, that the pump would not read the bolus attached. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.